Manufacturer narrative:
Since the subject device was not returned, omsc did not evaluate the device. There was no malfunction associated with the reported phenomenon noted with devices of the same production lot. Omsc considers that not grabbing sufficient amount of tissue upon clipping caused unsuccessful hemostasis.

Event description:
Olympus medical systems corp. (Omsc) was informed that since clipping was performed without grabbing sufficient amount of tissue, hemostasis was not successfully achieved. There was no more patient injury reported.